Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned an investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. The patient presented on (B)(6) 2026 for a primary procedure on tooth #19. On (B)(6) 2026, within three weeks of implant placement the patient presented with pain, inflammation, infection, and granulation/fibrous tissue around the implant. The provider determined that the implant failed to osseointegrate and removed the implant on (B)(6) 2026. The symptoms resolved after removal. The bone was grafted and the implant was not replaced. No permanent injury was reported. The patients bone quality is type ii and iii, and their oral hygiene is good.